Event description:
It was reported that foreign matter was found during use with a syringe 1.0ml 31ga 8mm. The following information was provided by the initial reporter, "this record captures issues that occurred on unknown date and those that occurred on (B)(6) 2020. It was reported that the customer was finding pieces of plastic inside syringes verbatim: caller stated, she was calling on behalf of her client and assisting him. Stated, the consumer is finding "little pieces of plastic" in syringes stated, the syringes were not used if plastic is found in them stated, did not want to give her personal information but wanted to provide, the consumers information. Caller asked, why her personal information was needed. Explained, that is a privacy issue and I would need to speak with the consumer came to phone and stated: this morning, he found in one syringe, 15 pieces of plastic in a second syringe, he found 3 pieces of plastic stated, it could "result in a death" stated, next time there would be a lawyer involved stated, the syringes were sitting on shelf too long and that's why they're breaking down. Lot: 9182251 catalog: 31g, 8mm, 1ml incident date: (B)(6) 2020 (2 syringes affected)." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: customer returned (13) loose 1cc, 8mm syringes. Customer states that they are finding little pieces of plastic in the syringes. All returned syringes were examined and no foreign matter was observed in or on any of the returned syringes. A review of the device history record was completed for batch# 9182251. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a syringe 1.0ml 31ga 8mm. The following information was provided by the initial reporter, "this record captures issues that occurred on unknown date and those that occurred on (B)(6) 2020. It was reported that the customer was finding pieces of plastic inside syringes. Verbatim: caller stated, she was calling on behalf of her client and assisting him. Stated, the consumer is finding "little pieces of plastic" in syringes. Stated, the syringes were not used if plastic is found in them. Stated, did not want to give her personal information but wanted to provide, the consumers information. Caller asked, why her personal information was needed. Explained, that is a privacy issue and I would need to speak with the consumer came to phone and stated: this morning, he found in one syringe, 15 pieces of plastic. In a second syringe, he found 3 pieces of plastic. Stated, it could "result in a death". Stated, next time there would be a lawyer involved. Stated, the syringes were sitting on shelf too long and that's why they're breaking down. Lot: 9182251, catalog: 31g, 8mm, 1ml, incident date: (B)(6) 2020, (2 syringes affected)." 2 occurrences were reported.